Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device was performed and the following was observed: distal portion of balloon bunched with the distal balloon wings flared out, balloon burst radial and longitudinal, distal tip (including part of the balloon) separated, no pieces of balloon material were missing, guidewire lumen stretched/pulled out of the balloon shaft-adhesive observed on proximal end of guidewire lumen (appears to be pulled from y-connector port), adhesive present in y-connector, spring coil distorted, and the triple marker bands displaced. Due to the condition of the returned device (burst), no functional testing could be performed. However, dimensional testing was performed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided by the facility and reviewed and the following was observed: annulus/leaflets with calcification, patient anatomy with tortuosity, calcification and undersized vessels. Photos provided showed a delivery system balloon burst and balloon distal tip separated inside delaminated sheath. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: IFU for commander delivery system with s3u, device preparation manual, and device training manual. Based on this review, there were no IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the commander delivery system (all models and sizes) was performed. Prior closed complaints were reviewed for similar events and root cause identification. Based on the complaint history review, the following potential root causes were identified: procedural factor: retrieval of burst balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, and system components separate during use (distal tip) were confirmed by the imagery provided and the returned device condition. However, no manufacturing non-conformance was identified during the evaluation. Measurements of the balloon single wall thickness met the respective specification. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'calcium in the annulus/leaflets was present'. The presence of calcification in the annulus can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) contributed to the reported event. Per the complaint description, 'balloon retrieval through the esheath was very difficult after the balloon burst.' As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Available information suggests procedural factors (withdrawal of burst balloon) contributed to the reported event. As a result of balloon burst, it is possible excessive force was applied to overcome the high resistance due to withdrawal of burst balloon, and it led to separation of the distal nose tip from delivery system. On of delivery system could have got caught on the tip of the sheath. As such, available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the complaint event. Available information suggests procedural factors (withdrawal of burst balloon/excessive device manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 26mm sapien 3 ultra valve, the commander delivery system (ds) balloon ruptured during full deployment at full inflation with nominal volume. The balloon was carefully pulled back to the esheath, and resistance was felt upon attempt to pull the ds into the esheath. While watching under fluoroscopy, the nose cone of the ds was visualized outside of the radiopaque tip of the esheath. Upon attempt to torque the ds and retract it into the esheath, the surgeon felt the resistance give and was able to pull the ds back with ease. After the ds was removed, while still on fluoroscopy, the nose cone balloon catheter still remained in the same position which was just outside of the radiopaque tip of the esheath. It was confirmed once the ds was removed that the entire balloon catheter had detached from the ds handle. A snare was inserted in the 14f esheath alongside the balloon catheter and was used to capture the nose cone, balloon and the esheath. The snare remained at the distal part of the balloon and was removed from the patient as one unit. An angiogram of the abdominal aorta and iliac arteries revealed extravasation on the right external iliac artery (reia). In order to resolve the bleeding, 2 viabahn stents were placed over the area. The patient remained stable throughout the procedure and was awake and alert upon transfer to the floor.